Event description:
The customer reported that an abp disconnect alarm didn't activate after a pt pulled the arterial line out. The event happened "several months ago" and went unreported by the customer. No specific details are available about date and time. Only that the event occured in their ICU.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.